Event description:
It was reported that on (B)(6) 2010, the patient came for a routine check. Testing revealed 4 channels along the electrode having status hi. At the follow-up check, testing could not be performed in (B)(6), as the implant serial number could not be read. Testing in (B)(6) showed that the device has malfunctioned. As the child is mongoloid, it is not known if he still had hearing sensations. Furthermore the child is very active. Therefore, a mechanical impact on the impact site can not be ruled out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.